Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 127 mg/dl and the sensor glucose was 49 mg/dl at the time of the incident. Customer states they tried to calibrate twice but calibration was not accepted. Before calibration blood glucose was 117 mg/dl and after calibration it changed to 127 mg/dl. Customer was not involved in activities at the time of event. They corrected their blood glucose levels with breakfast and juice. The customer was informed that their blood glucose and sensor glucose levels were not within acceptable range. The sensor will not be returned for analysis.